Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a return of pain, high impedance on electrode 1, and loss of stimulation. The patient stated that over the past month, the stimulation was not as effective and states she was unable to increase intensity enough to get the same pain relief. An impedance check confirmed high impedance (>40,000) on electrode 1. All four of the patient¿s current programs utilized this electrode. The patient denied any falls or significant events in the preceding months. Troubleshooting included removing programs that used electrode 1 and reprogramming three new options to provide coverage for the right neck, shoulder, arm, and hand, which was successful. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.